Manufacturer narrative:
(B)(4). Prism reaction tray lot 90579m500, manufacture date: 7/26/10, expiration date: 7/25/11. Prism 6 channel analyzer, list # 6a36-04, (B)(4). The cause of the prism error codes for the calibrators, controls or samples was due to an increase in drain time errors affecting several lots of prism reaction trays. A product correction letter was sent to abbott customers with instructions to discontinue use of the prism reaction trays when used in conjunction with the prism hiv o plus or hepatitis b surface antigen assays. The customer letter also indicated the use of prism reaction trays was acceptable if not utilizing the hiv o plus or hepatitis b surface antigen assays and to continue use of the affected reaction trays until a new lot of reaction trays arrived at the customer facility.

Event description:
The customer stated all three instruments in the lab began generating numerous drain time errors when prism reaction tray lot 90044m500 was in use. The customer understood re-analyzing the affected samples was the only work around until the prism reaction tray replacement strategy was implemented. The customer was advised to re-spin and retest the affected samples. There was no impact to patient management.

Manufacturer narrative:
(B)(4)